Manufacturer narrative:
The field service engineer found the salt buildup on the sonic wash station was due to the customer not following the correct maintenance steps and not cleaning the sonic wash station. He cleaned the sonic wash station, completed an se check that passed and ran precision testing that passed. The investigation determined the issue was revived by the service actions.

Event description:
There was an allegation of questionable ise indirect gen 2 results for multiple patient samples from the cobas pro ise analytical unit. Examples were provided as: the initial sodium result was 151 mmol/l and the repeat result on anther analyzer was 144 mmol/l. The initial chloride result was 116 mmol/l and the repeat result on another analyzer was 104 mmol/l. The repeat results were believed correct.

Manufacturer narrative:
The electrode lot numbers and expiration dates were not provided. The cobas pro ise analytical unit serial number was (B)(6). The customer found salt buildup on the sonic wash station. The investigation is ongoing.